Event description:
The customer called the emergency line to report blood in the helium tubing. The cs300 intra-aortic balloon pump (iabp) was stopped and they arranged for removal. The balloon was axillary insertion. Pump also being reported and sent to biomed. Related balloon complaint# (B)(4).

Manufacturer narrative:
The facility's technician replaced all affected blood back parts. However the iabp would not autofill after the repair. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm noticed purge tubing was improperly routed and pinched. The stm rerouted the tubing correctly and tested the iabp. The stm then performed a complete pm and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The autofill issue is documented under separate complaint tw # (B)(4). This report is being submitted as a result of a retrospective review conducted in CAPA (B)(4).